Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump failed occlusion testing with a reading of +31.46 psi. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation of complaint of failed occlusion testing. There was no applicable event history found. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Complaint of "failed occlusion" could not be confirmed through functional. Ran occlusion test three times, device occluded at 23.5psi, 23.6psi, and 24.5psi. Device passed all testing criteria.